Event description:
Boston scientific crm received info that following the implant procedure, this right ventricular lead was suspected to have microdislodged. It was noted that the patient had his arms over his head while in the hospital.